Manufacturer narrative:
¿H10 h3, h6: one 72201494 ultra fast fix assembly curved needle device used for treatment, was returned for evaluation. Instructions for use 10600327 contains recommendations and precautionary statements for proper use of product. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was returned with the device. The depth limiter was returned on the needle and trimmed. T1 was received freed from the needle. The delivery needle was somewhat flattened. The actuator lever was forward. T2 and balance of suture were still attached within the needle track. T2 moved freely in the needle track and was manually stripped off the needle as expected with a gentle tug of the leading suture. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. The product met specifications upon release to distribution.

Manufacturer narrative:
One 72201494 curved ultra fast-fix ab assembly used in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿during surgery the ultra fast-fix's t1 deployed successfully but the t2 was not loaded at all¿. An exact root cause cannot be determined with confidence. Per the device instruction for use under warnings it states ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that during surgery the ultra fast-fix's t1 deployed successfully but the t2 was not loaded at all. The surgery was completed with a backup device and a delay of under 30 min. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.